Manufacturer narrative:
Concomitant: product ID 3387s-40, lot# va0b9uv, implanted: 2013-(B)(6), product type lead. Product ID 3387s-40, lot# va0b9uv, implanted: 2013-(B)(6), product type lead. Product ID 37642. Serial# (B)(4), product type programmer, patient. Product ID 3708660, serial# (B)(4), implanted: 2013-(B)(6), product type extension. Product ID 3708660, serial# (B)(4), implanted: 2013-(B)(6), product type extension. Product ID 37601, serial# (B)(4), implanted: 2013-(B)(6), product type implantable neurostimulator. (B)(4).

Event description:
It was reported that high impedances of greater than 40,000 ohms were measured on the left hemisphere of a newly implanted implantable neurostimulator (ins). All impedances were measured to be greater than 40,000 ohms except electrode pair c-0 was 920 ohms. Impedances of the right hemisphere were measured to be okay. Impedances were not checked intraoperatively when the previous ins was replaced. High impedances were measured when the patient was in post anesthesia care unit. Four different impedance measurements were taken over an hour and there was no change. No action had been taken and the issue was not resolved at the time of this report. The patient felt stiff and they felt like they did before their original implant in 2013. At the time of this report, the patient was alive with injury. The patient's healthcare professional (hcp) wanted to wait and see if the impedances would drop. If the impedances did not drop, the hcp would evaluate surgical intervention in the near future for troubleshooting. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Corrected.

Manufacturer narrative:
(B)(4).

Event description:
Information received from the health care professional (hcp) reported in the case there was a replacement surgery. They took the primary cell out and implanted a rechargeable device. At that time, the facility never did intra-operative impedance checks so after the surgery, at the patient's post-op reprogramming appointment, it was found that the patient had open circuits on one side. The rechargeable device was sent back to the manufacturer for analysis. The analysis determined that there were no issues with the devices and it was a surgical error. It was also reported that the patient was seen in clinic after having her dbs battery replaced last week. She had a rc placed a week prior, but it was found that one of the wires was not effective. She then had a pc replaced and this has given her great relief to her pd symptoms. When her dbs was not optimal, she had increased off time, freezing and stiffness to the point where she needed help with almost all activities. She has now returned to baseline and is able to function independently. She notes no dyskinesia. She has not had any off time. Appetite is good. She has had no falls. She states that her mood is good. Medications: (include among many others) carbidopa/levodopa 2smg/1oomg rapid dissolve 25mg-bong tab rapids take 0.6 p0 qid prig freezing, place tablet on tongue to dissolve, and then swallow. Information previously reported in MFR. Report #3007566237-2015-02736 refers to this patient/event. Additional information indicated that the same issue occurred with a different patient, described in MFR. Report (B)(4).

Manufacturer narrative:
.

Event description:
Additional information was received from a patient. It was reported that the health care provider (hcp) wasn't able to connect to the right side of the patient's implantable neurostimulator (ins). The patient also stated the right ins wasn't working and wasn't making a full connection so she had to "go through hell" until the replacement ins was put in.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# va0b9uv, implanted: (B)(6) 2013, product type: lead. Product ID 3387s-40, lot# va0b9uv, implanted: (B)(6) 2013, product type: lead. Product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID 37601, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received via a manufacturing representative reported the patient had not received adequate therapy immediately after surgery and the patient was re-implanted. The replacement was due to loss of therapy and the high impedance of greater than 40,000 ohms. The device was used within the patient for treatment. There was no patient death or injury and the patient had recovered without sequelae.

Manufacturer narrative:
During analysis, a known good extension was inserted and withdrawn 3 times into both connector ports. The specification for insertion and withdrawal is =1.75 lbs. Results for port #0-7: insertion = 1.22, 0.90, <(>&<)> 1.25 lbs; withdrawal = 0.39, 0.47, <(>&<)> 0.46 lbs. Results for port #8-15: insertion = 1.39, 1.15, <(>&<)> 1.41 lbs; withdrawal = 0.48, 0.34, <(>&<)> 0.42 lbs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported by the manufacturing representative that explanted product instructions were requested and analysis information was requested by the healthcare professional.

Event description:
Additional information received from a manufacturing representative reported the open circuits were identified post operatively. The implantable neurostimulator (ins) was later replaced a few days later. During the replacement, no issues were found after an impedance test. The manufacturing representative could not confirm if there was a surgical error or that if the health care provider (hcp) suspected surgical error.

Event description:
Additional information received reported that the replacement had occurred on (B)(6) 2015 to address the high impedance readings.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# va0b9uv, implanted: (B)(6) 2013, product type: lead. Product ID 3387s-40, lot# va0b9uv, implanted: (B)(6) 2013, product type: lead. Product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID 37601, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Analysis of the implantable neurostimulator found insignificant anomalies, it was functionally ok.